Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The cause for the failure was isolated to a broken pulse wire in the interconnect cable. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.